Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 615 mg/dl. Customer¿s blood glucose value at the time of incident was 564 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with lancet insulin injection and humalog and sodium chloride. Customer¿s mom declined for troubleshooting. The insulin pump will be returned for analysis.